Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient is without stimulation. A full lead diagnostic measurement indicated invalid impedance values on all contacts. Reprogramming was unable to resolve the issue. The patient is working with the physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.